Event description:
Broken "ironman" 1/2 cm wire (mandril) came loose. The pt, because of recurrent and continued rest angina, underwent angioplasty on 8/11/97 from the right groin with a good pedal pulse and no groin hematoma on discharge. The proximal circumflex was dilated and stented with great difficulty because of calcification. Finally, a 3.5 mm gn turkel 2 stent was deployed and able to be placed in the proximal segment with no significant stenosis, but because of calcium it was not as wide in the gn turkel-rubin as it was in the johnson & johnson stent. The more distal segment was dilated and stented with a 3 mm gn turkel-rubin stent. Johnson & johnson stents could not be admitted into the left circumflex because of calcification and the turn. The second gn turkel-rubin stent had some motion and was pulled back gently with a balloon inflated to 1 atmosphere. There was mild haziness between the stented areas, but no stenosis. It was noted that the floppy tip (mandril) had come loose from the shaft of the wire and despite attempts to retrieve it with a snare and with double wire twisting, it could not be removed. The pt was free of symptoms. Dr. Felt that it could not be removed surgically without occluding the artery and a decision was made to treat him medically and leave him on anticoagulants.